Event description:
It was reported while using one (1) bd bbl¿ columbia agar with 5% sheep blood plate, there was a contaminated plate discovered. After discovering the contaminated plate, the instrument was disinfected and all remaining plates were discarded, however neurospora has been detected again in urine samples. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary: event description: it was reported that a contaminated dish was discovered during reading outside the kiestra tla. Complaint history review: the complaint trends were reviewed for a period covering 12 months. Similar complaints have been received for catalog number: 254071. However, a trend could not be detected. Batch history record (bhr) review: the batch history records were reviewed. No deviations from the validated process parameters were detected. Release testing by the qc department was satisfactory. Sample analysis: the retain samples have been reviewed and no contamination with mold could be detected. Return samples were not provided; however, pictures illustrating contamination with mold on a plate were shared. Evaluation summary: at this stage of our investigation, we have excluded any systemic failure in our manufacturing process. Please note that this product does not have an sal (sterility assurance level) claim. This product is filled under aseptic conditions. However, sterility of the finished product cannot be guaranteed. Unfortunately, a 100 % inspection level for sterility is not possible and sterility testing is carried out based on a representative sample. In consequence, occasional contamination cannot be prevented by 100%. A definite root cause was not identified. However, in an effort of continuous improvement and to prevent recurrence, the issue has been taken up in a CAPA. Investigation conclusion: based on the above-mentioned evaluation and the sample pictures, the complaint can be confirmed for contamination with mold. A definite root cause could not be determined. Bd regrets the inconveniences you have experienced and will continue to monitor similar incoming complaints. We are sorry for the inconvenience.